Manufacturer narrative:
Device photo evaluation: visual analysis of the identified photos: broken shell, encapsulation, red particles in the shell and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Additional, changed, and/or corrected data: b.5., d.7., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Event description:
Healthcare professional reported a right side rupture and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device remains implanted.